Event description:
It was reported that it was difficult to remove the liquid from the balloon of the foley catheter. Six units of foley catheter were delivered during surgery and the incident occurred on (B)(6) 2021. Similar incidents had been reported continuously. Per follow-up information received from ibc on 12jan2022, stated that there was no injury reported to the patient and the quantity affected was five. Per follow-up information received from ibc on 18jan2022, stated that the device was used on the patient but it was removed after it did not worked properly and a new product was used.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It is unknown whether the device had met relevant specifications. Based on the attached photo, it was observed that the balloon of the catheter is still inflated. However, unable to confirm the reported event due to poor condition of the sample. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be "low a & b slurry calcium concentration, low rubberize latex viscosity etc" causing collapsed inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."